Manufacturer narrative:
H10:the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device passed idea testing, and the keypad passed testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. The keypad will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump got "stuck in mode" and the settings could not be adjusted. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.